Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is still in pr ogress at the time of this report.a follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "anesthetist tan found the cuff leakage during test prior to use on patient." The patient's condition was reported as "fine". There was no report of patient impact or consequence.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and stains were observed on the white cuff and liquid was observed in the pilot balloon. The cuff pressure was then inflated to 25 mbar using a calibrated endotest meter. The blue cuff was able to maintain pressure at 25mbar for at least 30 minutes; however, the white cuff was unable to inflate. A water leak test was then conducted by immersing the sample underwater. Bubbles were observed flowing out from the white cuff. The area of leakage was observed under magnification and a cut mark was found. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. There was a cut found on the cuff of the returned sample. A 100% inflation test and leak test are conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The stain on the cuff and liquid in the pilot balloon indicates that the device was used.

Event description:
Customer complaint alleges "anesthetist tan found the cuff leakage during test prior to use on patient." The patient's condition was reported as "fine". There was no report of patient impact or consequence.